Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " iab rupture". Additionally it was reported that the intra-aortic balloon (iab) needed to be surgically removed in the operating room. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a supplied return kit and was in a sealed biohazard bag. Returned with the sample was the 40cc inflation driveline tubing; some dried blood was noted inside the tubing. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was found broken near the bifurcate, which was noted approximately 9.7cm from the iabc luer end. A dried green media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior surfaces of the returned sample; some dried blood was also noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was un-able to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was im-mediately detected from the iabc distal tip and iabc luer end; a leak was also noted from the outer lumen. The leak from the iabc distal tip and iabc luer end are consistent with the previously con-firmed broken central lumen. The outer lumen leak was noted at the location of the previously noted central lumen break and was consistent with contact from the broken central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 73.1cm from the iabc distal tip due to the broken central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance, and the guidewire could not advance at approximately 9.2cm from the iabc luer due to the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. A break in the central lumen was noted near the proximal end (bifurcate) of the iab catheter, which allowed blood to enter the helium pathway. The cause of the central lumen break could not be confidently determined, but a potential cause is patient or user related. Also, the outer lumen was noted damaged by the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " iab rupture". Additionally, it was reported that the intra-aortic balloon (iab) needed to be surgically removed in the operating room. Patient's current condition reported as "fine".